Event description:
Information received indicates the head end brake casters move and make ratcheting sounds when in the brake position.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the bed.